Manufacturer narrative:
Age of device: 7 years, 3 months, 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported that driveline infection started on (B)(6) 2018 and patient was put on po antibiotics. Cultures were done which showed staphylococcus. Ciprocin was started in late (B)(6). Patient was scheduled for CT scan of chest, abdomen and pelvis. Imaging report was unremarkable for pump pocket infection. In early (B)(6), drainage did not decrease but the site improved visually. In (B)(6), peripherally inserted central catheter (PICC) was placed and patient was started on rocephin which was changed to daptomycin after a couple of weeks. Patient gained a great amount of fluid weight (30 lbs) subsequently. Patient was eventually admitted, was treated with intravenous (IV) diuretics and was continued on IV antibiotics. Patient did not report any trauma to the driveline. Patient was put under 1a exception for heart transplant. Patient was transplanted on (B)(6) 2018. Pump was returned for evaluation. No further information was provided.

Manufacturer narrative:
The evaluation of heartmate ii lvas, serial number (B)(4), did not confirm an issue that would have contributed to the report of driveline infection. A direct correlation between the device and the reported driveline infection could not conclusively be established through this evaluation. The pump was returned with the percutaneous lead severed approximately 3 inches from the pump housing, and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and secured to their respective pump ports. The proximal and distal sides of the pump stators showed no evidence of depositions or thrombus formations. The distal side of the inlet tube revealed a small, red, tissue-like ingrowth. Although a specific cause for its development and a duration of time for which it was present in the device could not be determined, the deposition was well-adhered to the blood-contacting surface and was minimally obstructive to the blood flow path, suggesting that it was unlikely to have contributed to a functional issue. A correlation between the deposition and the reported event could not be conclusively determined. Examination of the remainder of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU lists infection and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.